Manufacturer narrative:
The technician found the nurse call was not activated on this bed. The technician performed the activation procedure to activate the nurse call to resolve the issue.

Event description:
The account alleged the nurse call is not functioning. No patient impact.